Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -15.50/+2.5/129 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023 as a replacement lens to a prior angle closure with elevated intraocular pressure. It was reported that the problem was not resolved. It is implied the previous problems still persist. Lens remains implanted.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - angle closure. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).